Manufacturer narrative:
H4: the lot number was manufactured from october 29, 2022, to october 30, 2022. H10: the device was received for evaluation. Visual inspection revealed a tear at the lower left side or edge marked by the customer and a leak was observed at the same area. Functional testing and magnified inspection identified a leak only at the lower left side edge of the bag approximately at the 500 ml level. The reported condition was verified. The exact cause was not determined however, possible causes of the condition include sustained damage during compounding, transport, or customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the seam on the left side from a pinhole. The leak was discovered during inspection after filling the bag. There was no patient involvement. No additional information is available.